Manufacturer narrative:
(B)(6).a follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the measurement is not accurate. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device onsite. It was determined that metrological testing was not meeting standards. Executed operation check and reviewed the logs where no errors were found. Also used a defibrillation tester to test the instrument, all data was normal. Apart from customer measurement and testing operation issues, no equipment failure was noted. Hence guided the customers to perform metrological testing together. The device was calibrated and return to full functionality.